Event description:
The consumer alleges the forward/reverse piece broke on the scooter, causing consumer to run into a wall. No serious injury alleged. Unknown minor hand injury reported. Device manufactured by tung keng enterprise co. Ltd (3002667030). Throttle spring, located in the hand throttle assembly, fractured. Fracture of spring can result in the scooter not stopping when the user releases the throttle. Spring function is for the throttle handle to spring to the neutral / stop position when released. Under failure this feature is lost. The distributor of this product has placed all units that remain within control on hold. To date no injuries have been reported to distributor.